Event description:
A baxter sales rep reported a colleague triple channel infusion pump with a "free flow" during pt use. The pump was infusing xigris at the time of the free flow. There was no report of medical intervention or pt injury.